Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 14, 2017, it was reported that the device makes holes in the graft, it is not possible to get a proper graft harvested using this device. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the vdoc service portal. The last repair was (B)(6), 2016 where it was reported that the unit has not worked properly after the repair in july of 2016. The motor dies during use, and the ball bearing, spring seal, needle bearing, semi-circle bearing and vespel sleeve bearing were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by medicrea on (B)(6), 2017 revealed that the motor was worn and did not produce enough torque to make a good rotation. The control bar and thickness control shaft were bent and were not conforming according to zimmer biomet¿s procedures. The service technician speculated that this is the reason the device was not producing acceptable skin. Repair of the electric dermatome was not performed by medicrea as the customer would like to purchase a new device rather than having this one repaired. The reported event was confirmed since during the initial inspection by medicrea it was noted that the motor was worn and did not produce enough torque to make a good rotation. The control bar and thickness control shaft were bent and were not conforming according to zimmer biomet¿s procedures. The root cause of the reported event was due to the motor, control bar and thickness control shaft. During the initial inspection by medicrea it was noted that the motor was worn and did not produce enough torque to make a good rotation. The control bar and thickness control shaft were bent and were not conforming according to zimmer biomet¿s procedures. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device makes holes in the graft. It is not possible to get a proper graft harvested using this device. No adverse events have been reported as a result of the malfunction.